Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a non-boston scientific (bsc) guide catheter was advanced, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a 2.5 x 12 noncompliant balloon catheter, a 2.50 x 32 synergy drug eluting stent was advanced but failed to cross the lesion. Pre-dilatation was again performed with a 2.5mm noncompliant balloon catheter. The physician took the same stent; however, he found that the stent struts were damaged. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6) b5- describe event/problem: - updated.

Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a 6fr ebu non-boston scientific (bsc) guide catheter was engaged coaxially and wired left anterior descending artery (lad) with run through ns, pre-dilation was performed with 2.5 x 12 nc balloon catheter. A 2.50 x 32 synergy ii des drug-eluting stent was advanced for treatment but failed to cross the lesion. However, when the stent was removed, it was noted that stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications reported. The outcome was good and patient was stable post procedure it was further reported that this is a duplicate complaint to emdr#: 2134265-2022-05083.